Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified crease fold, wear abrasion, delamination. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and crease sharp opening. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure). An opening crease sharp on anterior due to fold flaw opening reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.